Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the ventricular sense did not work. It was noted that one bail and one bail cover were missing. The device passed its incoming testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's sense did not seem to work and that preventive maintenance was requested. The generator was returned for service. No patient complications have been reported as a result of this event.